Event description:
It was reported on (B)(6) 2026 that a patient experienced blisters on her cheeks and chin following her fourth treatment at the site. The latest treatment was performed with picosure and elite iq. On (B)(6) 2026 cynosure's medical director reviewed the images and observed pitted scars on the patient's cheeks. Cynosure medical director suspects it was created by a burn. On (B)(6) 2026, it was revealed that the vascular treatment was performed with elite iq without the zimmer cooler. No cooling was provided during the vessel treatment. Cooling should be used to prevent adverse response. User error was involved since site did not follow the guidelines per labeling. As a result of this investigation, it was determined that patient experienced scarring related to user error. The device's evaluation history was reviewed and it confirmed device has been operating as intended. Due to the permanent injury received by the patient, this event is considered reportable.